Event description:
The customer reported that an nicp pump failed to deflate and caused an injury to a pt.

Manufacturer narrative:
(B)(4). The customer reported that an nicp pump failed to deflate and caused an injury to a pt. This complaint was deemed reportable due to the fact that the customer alleges x2 monitor injured a pt due to failing in deflating the cuff and the customer alleged that additional intervention/hospitalization was provided. Additional investigation will be done to attempt to determine if there was an actual health risk. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.